Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during a generator change-out, the lead was capped and replaced. There were no adverse consequences to the patient.